Event description:
Report received from the USA stating that the device could not secure the cutter. The device was being used during surgery. It is unk that no pt or user injury occurred. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. The distal bearing was damaged, with the inner race of the bearing out of alignment, creating an obstruction that would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional info is received, a supplemental report will be sent. (B)(4).